Event description:
It was reported by the sales rep the surgeon closed the device and tightened to the middle of the firing range. After firing and cutting, there was bleeding along the staple line and the surgeon oversewed with silk. There was no consequence to the pt.